Manufacturer narrative:
(B)(4). Investigation summary: the analysis results confirmed that the lx107 device was returned non-functional as jaws were found to be in a yielded condition, therefore, the clips could not be loaded into the jaws. Possible causes for this condition may be if the device is closed over an existing hard object or clip, placing stress on the jaws, causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. All surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was "no longer holding clips." Patient consequence was not reported. No other information is available.